Event description:
It was reported that, during a remote follow up, the physician noted that this cardiac resynchronization therapy defibrillator (crt-d) delivered anti-tachycardia pacing (atp) due to noise oversensing. No troubleshooting has been performed at this time. The patient will be followed up at the hospital. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.